Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin were seen at the end of the tubing during fill tubing. Reportedly, insulin leaked at the luer lock. During troubleshooting with tandem's technical support, the customer disconnected/reconnected the luer lock connection successfully to address the event and the customer saw insulin drops at the end of the tubing. The customer's blood glucose (bg) level was 326 mg/dl and the bg level was addressed with a bolus via the pump. At the end of the report, the customer's bg level lowered to 311 mg/dl.